Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/apr/2011 and 23/apr/2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "lump/nodule" and "not enough milk production" are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "a lump or thickening in or near the breast or in the underarm area", "not enough milk production", patient's concern with the product.

Event description:
Patient reported that before breastfeeding stopped, side unspecified ¿not enough milk production¿ was experienced. Patient additionally reported having "a lump or thickening in or near the breast or in the underarm area" side not specified. Healthcare professional additionally reported removal due to patient's concern with the product. This record for the left side. Device has been explanted.